Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an opcab while loading the heartstring according to the IFU, it was discovered that the suture was severed in the middle. A new product was applied to the patient, and the surgery was completed without any adverse effects on the patient's condition. There was a delay approximately 10-15min.